Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 06/05/2013, electrode belt: 06/16/2015.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient had reportedly been transferred from a nursing facility to the hospital on the day of passing. A staff member from the hospital reported that the device "went off" at 06:30 am. A nurse reported that the device had treated the patient, possibly more than once, and that there was blue gel on the patient as well as red marks where the device shocked him. The patient reportedly arrived at the hospital around 7:00 am and passed away at around 7:30-7:40 am. Hospital staff reportedly attempted to resuscitate the patient for about an hour. The lifevest was reportedly unhooked when the patient arrived at the hospital, as the staff had opened it to initiate CPR. The patient was in cardiac arrest on arrival and ems had been working on patient for about half an hour. The device reportedly alerted nursing staff to take the patient to the hospital. Per clinical review of the available ECG data, the patient received one lifevest treatment shock while being monitored on (B)(6) 2019. The lifevest momentarily entered the detection sequence at 06:21:43 am and shortly after ended it at 06:21:58 am. The patient was in a sinus rhythm at 75 bpm with motion artifact and tall p waves. The device again entered the detection sequence at 06:22:26 am. The patient's rhythm was sinus rhythm at 60 bpm with motion artifact and tall p waves. Gel was released at 06:23:58 am and at 06:24:14 am, the lifevest delivered a full energy shock. The patient's rhythm at the time of the treatment was sinus rhythm at 60 bpm with motion artifact and tall p waves. The post-shock rhythm was a paced rhythm at 60 bpm. The device exited the detection sequence at 06:24:29 am. Per the continuous ECG recording, the patient was in a paced rhythm at 90 bpm slowing to a paced rhythm at 60 bpm with motion artifact from 06:25:13 am until the electrode belt was disconnected at 06:40:28 am on (B)(6) 2019. Subsequent monitoring of the patient was not possible due to the electrode belt disconnection. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. Motion artifact and tall p waves contributed to the false detection. The patient subsequently passed away on (B)(6) 2019.